Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing due to dislodgement. This ra lead was successfully repositioned. No additional adverse patient effects were reported.